Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d9: device availability - correction h2: correction h6: adverse event problem - correction 3004753838-2025-264597 was reported in error. Please disregard initial reporting of the d9 device returned to MFR and d9 date device returned as the device did not return on 8/1/2025.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.